Event description:
It was reported when using the bd vacutainer® serum blood collection tubes stating that tubes are breaking during centrifugation. The following information was provided by the initial reporter. The customer stated: customer problem: customer states vacutainer tubes are breaking while centrifuging. Steps taken with customer/troubleshooting: emailed customer asking for good day and time to call. Office is closed. Did the specimen(s) need to be recollected? Pending. Did exposure to blood/ bf occur? Pending. If exposure occurred was there any post exposure testing or medical intervention? Pending. Next steps (if necessary): waiting on customer response. Resolution ach eved (y/n)? :pending. Quantity received and quantity affected: pending. Shipment method (directly or via distributor): pending. If it is a distributor or directly from bd who is it? Pending. Photos or returns requested?: pending. Follow up required y/n?: yes. Phone call with customer. Reviewed smax case history: yes. (B)(6). Customer states tubes are breaking during centrifugation¿.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown.

Manufacturer narrative:
The following fields have been updated with additional information: d.4. Medical device lot #:1350298. H.4. Device manufacture date: 2021-12-16. D.4. Medical device expiration date: 2023-12-31.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes stating that tubes are breaking during centrifugation. The following information was provided by the initial reporter. The customer stated: customer problem: customer states vacutainer tubes are breaking while centrifuging. Steps taken with customer/troubleshooting: emailed customer asking for good day and time to call. Office is closed. Did the specimen(s) need to be recollected? Pending. Did exposure to blood/ bf occur? Pending. If exposure occurred was there any post exposure testing or medical intervention? Pending. Next steps (if necessary): waiting on customer response. Resolution ach eved (y/n)? :pending. Quantity received and quantity affected: pending. Shipment method (directly or via distributor): pending. If it is a distributor or directly from bd ¿ who is it? Pending. Photos or returns requested?: pending. Follow up required y/n?:yes. Phone call with customer. Reviewed smax case history: yes. 2022-06-23 12:25:28 (gmt). Customer states tubes are breaking during centrifugation.¿

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-11-17. H.6. Investigation summary: bd received 89 samples from the customer in support of this complaint. The samples were visually inspected with no issues being identified. Additionally, a random sampling of the customer samples along with 10 retention samples and 4 control samples from the bd inventory, were functionally tested at various speeds as well as the maximum permissible speed as per the IFU, and there were no issues relating to breakage. Bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were returned. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes stating that tubes are breaking during centrifugation. The following information was provided by the initial reporter. The customer stated: "tubes are breaking during centrifugation¿.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes stating that tubes are breaking during centrifugation. The following information was provided by the initial reporter. The customer stated: customer problem: customer states vacutainer tubes are breaking while centrifuging. Steps taken with customer/troubleshooting: emailed customer asking for good day and time to call. Office is closed. Did the specimen(s) need to be recollected? Pending did exposure to blood/ bf occur? Pending if exposure occurred was there any post exposure testing or medical intervention? Pending next steps (if necessary): waiting on customer response. Resolution ach eved (y/n)? :pending quantity received and quantity affected: pending shipment method (directly or via distributor): pending if it is a distributor or directly from bd ¿ who is it? Pending photos or returns requested?: pending follow up required y/n?:yes. Phone call with customer reviewed smax case history: yes (B)(6) : (B)(6)2022 12:25:28 (gmt) customer states tubes are breaking during centrifugation¿

Manufacturer narrative:
H6: investigation summary no samples or photos were returned by the customer in support of this complaint. Lot number is unknown. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because no samples or photos were returned, and lot number is unknown. Lot number is unknown; therefore, no retention samples are available. The device history records could not be reviewed as the lot number is unknown.